Manufacturer narrative:
Initial device evaluation: the device history record (DHR) was reviewed and the probe met all specifications prior to shipping. Software log analysis was reviewed. The probe thermocouple readings presented normally. The returned probe was visually inspected using magnification; evidence of coagulum and charring was observed on the external surface of the lens. A white material was also observed on the outside of the lens. The lens was intact. The cooling line and thermocouple assemblies at the distal end were observed to be intact and normal based on visual inspection. The application of wax into the bolt likely resulted in it being transferred to the probe lens outside surface. The wax likely absorbed laser energy causing local heating at the lens external surface that resulted in coagulum and char.

Event description:
It was reported that after treatment when the probe was removed, the probe showed some signs of charring on the outside of the probe tip/window. This appeared to be charred tissue or material and the probe did not appear damaged internally. It was noted that the scrub tech placed bone wax on the bolt to hold the bolt to the driver prior to bolt placement. There were no patient complications reported in relation to this event.

Manufacturer narrative:
Additional device evaluation: the returned probe was analyzed using ftir analysis. The material visually observed on in the external lens tip was found to be denatured tissue. As it was noted in the event description, the scrub technician placed bone wax on the bolt to hold the bolt to the driver prior to placement of the bolt. The application of wax into the bolt likely resulted in it being transferred to the probe lens outside surface. The wax likely absorbed laser energy causing local heating at the lens external surface that resulted in coagulum and char.